Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficulty to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in a procedure performed on (B)(6) 2025. During the procedure, it was reported that after the clip was deployed, it did not release from the wire. The release handle had to be opened and closed three to four times before the clip finally released, though with difficulty, and no additional device was used. There were no patient complications reported as a result of this event.